Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer is currently unable to take insulin and doesn't have a backup plan. The customer is having problems with giving herself a bolus and the numbers are still high. The customer noticed the cannula would be bent when she removed it. The customer was referred to health care provider for assistance with treatment.